Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the patient's ipg and lead revision procedure on (B)(6) 2025 [related manufacturer report number: 1627487-2025-01557 and 1627487-2025-01558], physician was unable to completely remove the fractured left s1 drg lead and cut the s1 lead during the process. A part of the left s1 lead still remains implanted. Surgical intervention may take place at a later date to explant this lead.